Manufacturer narrative:
Additional information revealed no patient involvement with alarm as event occurred during testing.

Event description:
Additional information received.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent psi testing; readings were at 24-25.5 psi. The reported customer complaint was unable to be confirmed during testing. High pressure alarm was noted in the event history log however. The downstream occlusion sensor was replaced as a preventive measure. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has failed psi test; 29.8, 29.2. No adverse effects were reported.